Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) of 43mg/dl, cause was unknown. Carbohydrates were consumed to treat bg level. Additionally, the customer experienced intermittent high bg levels of 600mg/dl. Reportedly, the customer ate food but did not bolus for carbohydrates consumed. Bg was treated with manual injections. Recommendation was made to consult with healthcare provider regarding diabetes management.